Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: eval of device in assembled condition: tool difficult to insert and difficult to lock properly. Functional inspection not possible. Device disassembled: defects to tip of hand piece detected. Indications of normal abrasion marks at the ball bearings noted, as well as at the tool locking mechanism. Ball bearings had increased friction, resulting in more heating than usual. The abrasion on the tool locking mechanism had a negative influence on the function of this part of the device. As a result, correct fixation of inserted tool was not possible. Also, the inserted tool no longer had the correct angle. It is possible the tool would have contact to the end of the hand piece, resulting in excessive friction/warming. The root cause of the friction is due to inadequate lubrication. No mfg or design deviations found. Spray nozzle also returned; flushing tube bent and fixation clamp displays residue. Spray nozzle was likely removed during cleaning. The bent flush tube is likely due to handling. These damages are not related to the heating of the hand piece.

Event description:
Country of complaint: (B)(6). Overheating during use. No pt harm was recorded or documented. Component in use: gd460r/spray nozzle for (B)(4).